Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set tubing broke off at the site connector clip while in use with patient. The patient`s continuous glucose monitor and blood glucose monitor at the time of the event was 400 mg/dl. There was a patient involvement and there were no additional adverse consequences.